Manufacturer narrative:
The customer returned contour next test strips from a different lot (7hpef11a) than the one indicated in the initial report. The in-house contour xt meter was tested with the customer's returned test strips from lot 7hpef11a and the in-house contour next test strips from lot 8bpeg06a, which gave satisfactory performance.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer reported that he obtained a blood glucose reading of 18.6 mmol/l on a contour xt meter. The customer took insulin and retested his blood glucose obtaining a reading of 12 mmol/l. Upon further repeat testing, he obtained readings of 8 mmol/l and 3.6 mmol/l. It is unknown if these results were obtained one after another or if the time elapsed between the readings was longer than 10 minutes. The customer stated that he fell into diabetic coma and the ambulance was called. Few minutes later, his blood glucose was measured once again and the reading was 8.2 mmol/l. No further event details were provided. The customer discarded the meter. The customer had multiple lots of strips and since he did not know which lot was used during this event, test strips were not requested back for evaluation. Replacement meter and test strips were sent to the customer.